Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) replaced both batteries to resolve the issue. The unit passed functional and safety tests per manufacture specifications.

Event description:
It was reported by the customer that prior to use the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Unit is not running on battery. There was no patient involvement.